Manufacturer narrative:
The reported event of dislodgement and failure to capture were not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient was in the recovery room post operation. Upon interrogation for a scheduled check, it was observed the leadless pacemaker (lp) was not capturing. An x-ray was completed to reveal the lp had dislodged and migrated to the femoral vein. The lp was snared and removed. A traditional pacemaker was implanted without issue. The patient was stable.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of dislodgement and failure to capture were not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.